Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the pump powered on to the verify screen normally. The pump was exercised for 24 hours with a 1 unit per hour basal program. There were no motor rewind errors observed. Multiple load step functions were performed and the pump was able to rewind completely. No alarms or abnormal motor noises were observed. The pump case was removed and visual inspection of the motor flex cable revealed it to be fully inserted in the flex connector. There was no moisture contamination observed on the motor flex cable or connector. The rewind complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the pump was making a grinding noise during rewind that sounded like it was struggling and would not rewind all the way. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.